Event description:
The pt was bilaterally implanted with siltex saline mammary prosthesis in 1996. Subsequently, the pt experienced a deflation of the devices, pain and sloshing. The devices were removed in 1999.